Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with a cracked case at display window corners, reservoir tube and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's aunt reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events that led up to the alarm. Blood glucose level was 200 mg/dl at the time of the call. No further information was provided.